Event description:
It was reported that multiple alerts were observed. X-ray did not reveal any anomalies. The pocket was opened and the lead was disconnected and tested via an analyzer. Exit block and low pacing impedance were observed. The lead was explanted and replaced. There were no adverse consequences reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.